Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was below target in an arctic sun device. Targeted temperature (tt) was 34c, patient temperature (pt) was 33.2c, water temperature (wt) was 31.3c, flow rate (fr) was 2.8lpm. Patient reached 34c approximately 2 hours ago. Discussed causes of overshoot. Heater command was 6 percentage. Pump hours was 10444.7. System hours was 11029.4. Pti with one arrow up. Device was responding appropriately. Called back an hour later. Nurse confirmed patient was going in the right direction was almost to target. Per follow up information received via email on 17jun2023, spoke with charge nurse who confirmed patient completed therapy with no further issues. Device has remained in service without evaluation. No additional information is available at this time.

Event description:
It was reported that the patient was below target in an arctic sun device. Targeted temperature (tt) was 34c, patient temperature (pt) was 33.2c, water temperature (wt) was 31.3c, flow rate (fr) was 2.8lpm. Patient reached 34c approximately 2 hours ago. Discussed causes of overshoot. Heater command was 6 percentage. Pump hours was 10444.7. System hours was 11029.4. Pti with one arrow up. Device was responding appropriately. Called back an hour later. Nurse confirmed patient was going in the right direction was almost to target.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.